Event description:
The physician reported that the device was not programmed off after observance of high impedance. It was reported that impedance values of about 8000 and > 10,000 ohms were found at subsequent appointments after surgery. The patient had surgery on (B)(6) 2016 to determine the cause of the high impedance. The reason for high lead impedance was determined to be incomplete pin insertion. Once the lead was reinserted into the generator, the impedance values were within normal limits. The surgeon noted bubbles/fluid in the outer tubing of the lead, as captured in MFR report # 1644487-2016-00723. The lead was not explanted because the lead impedance was within normal limits after the lead pin was reinserted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient, who recently was implanted with vns, had high impedance at a follow-up visit. The physician believed that the high impedance was due to incomplete lead pin insertion. The patient was referred for exploratory surgery to resolve the lead impedance. Programming history from the date of implant confirmed that the impedance was normal at that time. No further relevant information has been received, and no surgical intervention has occurred to date.